Event description:
Sales representative stated that a guidewire snapped while introducing the cannula and obturator into the capusule. The surgeon had to make a bigger incision in order to retreive the broken piece. A delay of five minutes took place. Retrieval was successful and the surgeon was able to continue the case without further delay or complications. No pt injury or complications resulted.